Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A 27 mm watchman flx laa closure device and delivery system was used. The closure device was deployed after multiple partial and full recapture attempts. The closure device placement was slightly proximal but acceptable, when a hypermobile echodensity was noted to be on the face of the device. The patient's activated clotting time (act) was 400 plus seconds at this time. The decision was made by the physician to release the watchman flx closure device and aspirate as the device was being released. This did not remove the thrombus from the face of the device. The next course of action is to monitor and anticoagulate.